Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. D4 batch #: a9du32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. No unexpected ready to pre run issues were observed at any time during the testing. The device was disassembled to verify the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9du32 and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the generator displayed re-identification device and the generator restart automatically during surgery. Changed to another device to continue the surgery, the scalpel was hard to cut and coagulate. The operating room informed the transfusion department to prepare the blood, and then the patient was urgently sent to another hospital by ambulance to borrow his ultrasonic instrument and ultrasonic shear for surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024 d4 batch #: unknown. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? -good. What was the indication of the procedure? -hemicolectomy how long into the procedure did they experience each issue with each device? -about 117min what tissue was the surgeon working on when each of the issues occurred? -vascular tissue what led to the generator to reboot? -guess malfunction of hp at the initial hospital, what was the or set-up? -gen11cn, hp054cn, harh36 what generator and handpiece were used at the original hospital? -gen11cn, hp054cn were there any power issues during the usage of the devices at the original hospital? -no what is meant by ¿hard to cut and coagulate¿? -the device could not be used normally due to unexpected self-inspection. Did any bleeding/hemorrhage occur? If yes, what was the amount of blood loss? -about 300ml was a blood transfusion given? -yes when they transferred to the other hospital, what was the instrument that was used at the 2nd hospital? -domestic device what is the patient¿s current status? -good attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.